Manufacturer narrative:
(B)(4). Date sent: 01/03/2020. D4: batch # t5d36l. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) batch #: unk. Reload lot no. R40v4j. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the endoscopic radical resection of rectal cancer surgery, when severing rectum tissue, after fired, noted the staples malformed with irrgular shape and noted anastomotic site was oozing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.